Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08730 inches. No over delivery anomaly or under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. No bolus anomaly or basal anomaly noted during testing. Device had a partially broken off reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. Unit also had minor scratched display window, cracked case at display window corner and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on unknown with blood glucose of 48 mg/dl. Customer states that at the top of the reservoir was damaged. Customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.